Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinician narrative: an impella cp was inserted via the right femoral artery in a 69-year-old female who presented with acute myocardial infarction complicated by cardiogenic shock (scai stage e). No past medical history was provided. The patient required inotropic support, vasopressors, and mechanical ventilation for respiratory support at the time of device placement. The treated vessel was the left anterior descending artery, and the patient underwent coronary angioplasty with ptca stent placement. Following device insertion, the physician notified the local team of bleeding at the sheath insertion site with associated hematoma. Local clinical support guided staff to secure the repositioning sheath per the instructions for use. A femostop device was placed per physician order. Subsequent CT imaging demonstrated retroperitoneal hematoma. The patient required transfusion of packed red blood cells. Systemic heparin infusion was discontinued due to active bleeding. The patient was noted to have elevated lactic acid levels and required vasopressor support. The reported patient events related to the pump included retroperitoneal hemorrhage, hematoma, major bleed, and blood transfusion. Retroperitoneal hemorrhage and hematoma are recognized potential complications associated with large-bore femoral arterial access and are addressed in the instructions for use, including guidance regarding sheath management and vascular access considerations. In the setting of scai stage e cardiogenic shock requiring vasopressors and systemic anticoagulation, the risk of bleeding complications may be increased. The patient¿s critical hemodynamic status and need for aggressive anticoagulation represent additional contributing factors. After review of the available clinical information, the reported events are consistent with known risks of large-bore arterial access and mechanical circulatory support in critically ill patients. The patient survived.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e1 (zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the access site adverse event could not be determined as insufficient clinical details were provided. The cause of the injury was not determined due to insufficient clinical details.